Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery during bolus. The customer's blood glucose was 343 mg/dl at the time of incident. Customer treated high blood glucose with the pump. Customer declined troubleshooting for high readings and was advised to monitor the pump when issue recurs. The customer's blood glucose was 435 mg/dl at the time of call. The insulin pump will not be returned for analysis.